Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The device was not returned to any of olympus locations because the user facility canceled the device repair service. Therefore, olympus could not investigate the device. The exact cause of the reported event could not be conclusively determined, because the device has not been returned to olympus medical systems corp. (Omsc). Since the user facility did not return the device, there was no abnormality in the device, and it is possible that the lighting failure occurred due to the life of the xenon lamp, and clv lamp error e103 occurred. Device history record (DHR) review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The device is planned to be returned to olympus (B)(6) but has not been returned yet. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed by the user that clv lamp error e103 occurred. Error code e103 means that the light source has broken down.there was no report of patient injury associated with the event.